Event description:
Update: rep attended the hospital to fit a new temperature cable and found the arctic sun to be faulty as not reading temperature correctly. Temperature cable tested in this loan device and their new ap device and the reading was only incorrect on this device. Loan site ¿ the machine pro cable is not assessing temp correctly. The water sucking portal is not working well last serviced: sept 21 ¿ due service (kept loan as one purchased is waiting for a part for dygpy043). Per wo update on (B)(6) 2022, representative attended the hospital to fit a new temperature cable and found the arctic sun to be faulty as not reading temperature correctly. Temperature cable tested in this loan device and their new ap device and the reading was only incorrect on that device

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device pro cable was not assessing temperature correctly. The water sucking portal was not working well. Last serviced on 21sep and due service (kept loan as one purchased was waiting for a part for (B)(6)) per wo update on 05dec2022, representative attended the hospital to fit a new temperature cable and found the arctic sun to be faulty as not reading temperature correctly. Temperature cable tested in this loan device and their new ap device and the reading was only incorrect on that device. Per additional information received on 03jan2023, notes stated it was in decontamination for evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. Correction: d, f, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.